Manufacturer narrative:
This device was returned for evaluation. During repair, it was determined that the connector was damaged on the device. It was further determined that the display was defective, the socket for the foot pedal was jammed, and the device had an e5 error code. It was noted that the device failed the pre-repair assessments for manual speed, foot pedal, irrigation test, air pump test, rotational speed, rotation direction, hand control and motor test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during surgery, before use on a patient, it was observed that the console device had an e8 error code and the diodes were functionless. Was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported that there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was received by the manufacturer was reported as november 15, 2017 in the initial report and has been updated to november 13, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.